Manufacturer narrative:
Incision sutured - vitrectomy. No complaint against the lens.

Event description:
It was reported that the pt had weak zonules and the surgeon inserted an aa4203tl silicone plate lens with toric, too steep, which resulted in the collapse of the posterior capsule. The incision was enlarged to 5.5mm, the lens was removed and a vitrectomy was performed. A three piece lens was implanted and 3 sutures closed the incision. The reporter stated the incident was due to a user's error and the pt's anatomy.